Event description:
It was reported that during a routine pump replacement surgery, the catheter was found coiled up within the pump pocket. The pt did not exhibit any signs/symptoms that the catheter was not working properly. It was noted that there were 2 catheters; the physician removed one, but could not remove the second one. A new catheter was implanted with "great" csf flow; it was rechecked when connected to the new pump. The pump was used to deliver baclofen. The previous concentration was baclofen 2000mcg/ml with a daily dose of 400mcg. The new pump was filled with baclofen 1000 mcg/ml with a daily rate of 96 mcg. As of (B)(6) 2010, the pt was "doing well".

Manufacturer narrative:
(B)(4).